Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device had issues while being load/firing of its clips. The surgeon was not able to squeeze the handle when the issue occurred. A new unit was opened to resolve the issue. The patient was alive with no injury.